Manufacturer narrative:
The complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one segment of 4fr s/l powerpicc catheter tubing. The segment included the 15cm-32cm depth markings. Usage residues were observed throughout the sample. A circumferentially aligned split was observed between the 20cm and 21cm depth markings. The split occurred within a permanent kink impression. A second kink impression was observed just distal of the split. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the split site revealed granular fracture surfaces. The split edges curved inward. Material abrasion was observed in the vicinity of the split. The sample kinked preferentially at the two kink impression sites during manual manipulation. The split characteristics, kink impressions and material wear were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. A lot history review (lhr) of rebx1045 showed no other similar product complaint(s) from this lot number.

Event description:
Reportedly, the hematology service noticed the leakage at the level of the PICC inserted into the patient's arm. No other information was provided.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx1045 showed no other similar product complaint(s) from this lot number. Device not received

Event description:
Reportedly, the hematology service noticed the leakage at the level of the PICC inserted into the patient's arm. No other information was provided.